Event description:
Reporter alleged obtaining the results of 18.2 mmol/l and 6.6 mmol/l back to back within 10 minutes on the mobile system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). Other: na.